Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: date received by manufacturer: upon further review of this complaint, it was determined that the date received by manufacturer was incorrectly documented as 10/25/2019 in the initial report. The date received by manufacturer was 10/14/2019. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI : (B)(4). Device evaluation: this actual device was returned for evaluation. During repair, it was determined that the device had insufficient/low power. It was further determined that the device failed pretest for check frequency, minimum 12¿000 to 16¿000 oscillation/minute. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the air oscillator device was locked. It was further reported that the device stopped running when it was turned on. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.